Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Smart Remote Manager failed to open. The customer tried to reboot, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 08-NOV-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, a technical support specialist (TSS) confirmed that the field service engineer (FSE) had resolved the issue. Follow-up was conducted with the TSS to obtain repair details; however, no response was received. The system functioned as intended after the field service engineer resolved the issue.